Event description:
Report received from abbott int'l affiliate (abbott united kingdom) of an overdelivery during bolus deliveries. The report states: "pt receiving bolus only of 1 mg/ml morphine in saline. After 17 hrs, "air in line" alarmed, and 100ml bag found to be empty. Pump displayed 36mg delivered, but actual delivery was 95mg. The pump was replaced and pain mgmt therapy continued. There was no adverse event reported. No add'l info was available.